Event description:
Additional information was received 2015-08-10 reported that the serious of the event resulted in in-patient or prolonged hospitalization.

Event description:
It was reported that the patient experienced baclofen pump withdrawal. The catheter was replaced due to a fracture, and the pump was prophylactically replaced due to pending battery depletion. The patient status after device removal was reported as recovered without sequela. It was initially reported that the device system was used to deliver lioresal, but it was later reported that the patient was using gablofen.

Event description:
Addition information received reported that the patient had experienced a new symptom of minimal response to a bolus. It was also reported that the patient recovered without sequelae on (B)(6) 2012. It was noted that the elective replacement indicator (eri) was at 31 months.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis of the pump found no anomalies. Analysis of the catheter found that the catheter body was broken.

Manufacturer narrative:
(B)(4).